Event description:
It was reported that during photo-selective vaporization of the prostate, the fiber tip melted and broke off inside the patient after 133,186 joules and 22.02 minutes of use. A second fiber was used to complete the procedure without clinical consequences to the patient.